Event description:
The lay user/pt contacted lifescan alleging that the one touch ultra was displayying the "apply sample" symbol and would not count down after applying a sample. The pt's father reported that the pt first encountered the meter issue in january 2006 at 4:30pm. She had been unsuccessful to test the rest of the evening, but she was able to manage to get one reading (unk result) that evening. At this time, the pt did not have a backup meter and did not report any symptoms of high or low blood sugar symptoms. Her mother called the doctor because the pt was unable to test. The pt was advised to not take insulin if she is not eating; however, the pt should cut her evening insulin dasage in half. The next morning, the pt was still unable to obtain a meter reading. At an unspecified time, the pt reportedly felt "semi-comatose" and eventually "slipped into a coma" at home. The pt's father last attempt to use the meter was about 2pm. Around 4:30pm, her father called to arrange for an ambulance. While waiting for the ambulance, the pt parents gave her a hot drink and piece of chocolate since they thought she was hypoglycemic. By the time the paramedics came, they tested the pt and her father thinks they got something high like "28.7 mmol/l" on the meter, gave the pt oxygen , and kept her temperature. Then the pt was transported to the hospital because of her coma. The pt's father was unable to provide specific information about the pt's treatment when she first arrived at the hospital. However, the pt's parents recieved a report in 2006 stating the the pt's blood sugar levels "were off the scale reading 80 mmol/l" and the pt received various treatments, blood transfusion, and IV with insulin. The pt is still currently at the hosp. And will be released in a few days. The tsr verified that the meter was not out of the box, the pt has had the meter for about 18 months, and the pt applied enough sample to the test strip. The tsr was unable to walk the rpeorter through additional retests for troubleshooting due to insufficient testing supplies. The meter, test strips, and control solution were replaced.